Event description:
It was reported on 02/01/2007 via voicemail that patient developed some redness and pain in the umbilicus in 2006. Patient went back to doctor's office eighteen days later for more debriefing and was coughing a lot; also complained of pain on right side of belly. Patient went back to dr's office eighteen days later with bad cold, coughing, increase in pain and was admitted to hospital. Mesh explanted the next day.

Manufacturer narrative:
Based on the information received, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. Therefore, no conclusion can be drawn.